Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the clips fell out of the jaws of the applier. It did not close. A second er320 was pulled and the same thing happened. A third er320 was pulled and it worked. There was no consequence to the pt.